Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error during a bolus attempt. The caller did not know the customer's blood glucose reading at the time of the alarm, and his most recent blood glucose at the time of the call was 99 mg/dl. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners and cracked reservoir tube lip.